Event description:
It was reported that the target lesion was the superficial femoral artery (sfa) and it was occluded and tortuous. During the ivus procedure, the catheter got stuck with guide wire while the devices were inside the pt¿s body. The ivus catheter and the guide wire were removed together as a unit with no clinical intervention. The ivus procedure was aborted. There were no reports of pt injury or adverse events. This is being reported as a notification only. It is volcano¿s policy to report all cases where a potential volcano device issue causes removal or exchanged of the guide wire.

Manufacturer narrative:
(B)(4). The ivus catheter was received in two pieces but all components are present. The area of separation is in the proximal shaft approx. 515mm from the distal end of the catheter. It appears that the proximal shaft was cut exposing both the microcables and innercore wire. The exit port was torn and the shaft near this area was kinked. Based on the condition of the returned device, the damage observed is consistent with the guidewire getting stuck and tangled into the catheter which confirms the reported complaint. The IFU precautions for this device states: ¿prior to use, carefully inspect the scanner and catheter body for bends, kinks or other damage. Do not use a damaged or suspected damaged catheter. Do not cut, crease, knot or otherwise damage the catheter. Do not advance the guide wire against significant resistance. If binding occurs between the guide wire while inside the pt, carefully remove both the wire and catheter and do not use.¿ when the physician observed that the ivus catheter got stuck with the guidewire, the physician followed the IFU by removing both the wire and the catheter without any clinical intervention and said devices were no longer used. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is no other complaint reported for this failure mode within this lot. No further action is required.